Event description:
It was reported that an alarm indicating a potential blockage occurred, followed by another warning. There was no reported adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several actions to address the occlusion, including disconnecting and adjusting the tubing and administering a bolus. Despite these efforts, the alarms continued, and it was determined that the blockage was within the cartridge. The customer had not transferred insulin between cartridges nor used the cartridge beyond its intended duration. Ultimately, the issue was resolved by changing the necessary supplies, allowing the customer to resume insulin therapy.